Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 63 cm proximal to the lead tip. The df4 connector was not returned. An extraction aid was found in the lead body. Additional cuts into the insulation were found 50 cm proximal to the lead tip. These cuts probably occurred during the surgery. The insulation was found rubbed through between 16 and 6.5 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor cable leading to the ring electrode was found fractured as well as the shock coils and fixation helix stretched. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to increased pacing impedance and threshold.